Event description:
It was reported that the patient underwent an anterior cervical surgical procedure at c5-6 to treat cervical myelopathy. It was reported that the washer broke on the plate at c6 allowing the screws to back out. The patient underwent a revision surgery to remove the screws and plate 2 years post-op. Fusion was complete. No additional patient complications were reported.

Manufacturer narrative:
The device was returned for evaluation. Optical examination confirmed anti-migration feature of anterior cervical plate is broken, with the broken off portion returned for analysis. The opposite side is also cracked; the direction of material movement is consistent with screw back-out. Microscopic examination of the fracture surface identified quasi-brittle fracture, with riverlines indicating the direction of fracture.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device catalog # 8799022, 510k # k994239 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non conformance to specification.